Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that noise was noted with high pacing thresholds when it comes to this right atrial (ra) lead. A revision took place and upon a laser procedure the right atrium ruptured. The patient required sternotomy, ra repair and blood. The patient also needed to be resuscitated. No additional adverse patient effects were reported.